Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) bluetooth device pairing test was performed and the transmitter failed authentication. The share log was reviewed and the transmitter failed as a "loss of connection" was present in the logs. The customer complaint of pairing failure was confirmed because the transmitter failed testing. The root cause was determined to be a defective transmitter. The reported issue of pairing failure is reportable based on the finding of loss of connection.